Event description:
The field engineer reported that intermittently during cine playback, the image would not display. The cine function was not working, resulting in a loss of subtraction, road-mapping,or other critical vascular cine functions. There is not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The software was reloaded. The system was then found to be operating as intended.